Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with device explant. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
It was reported through a legal event that a 69 year old man underwent a hernia repair surgery on or about (B)(6) 2014. During the hernia repair surgery, the surgeon implanted a strattice mesh in him. After surgery, the patient returned to the hospital on or about (B)(6) 2015 for a revision surgery. Subsequently, the patient returned to the hospital again on or about (B)(6) 2016 for a mesh explant surgery. On september 19, 2022, pmqa received notification from legal that the lots associated with this event were found through discovery and are (B)(4) ((B)(6) 2014 implant) and (B)(4) ((B)(6) 2015 implant). No other information was provided. The original summons did not report that a strattice device was implanted during the (B)(6) 2015 and therefore this record was originally cancelled. Since updated information was received that a second strattice device was implanted, this record was re-opened due to the report of device explant occurring after the second device was implanted and an investigation will be performed on (B)(4). The event code was updated to 'reherniation" in the assumption the revision surgery was to repair a recurrence.

Event description:
This is follow up#1 to report the results from the internal investigation and the conclusion. The aware date of november 2, 2022 is based on when the batch record review was completed. As reported in the initial: it was reported through a legal event that a 69 year old man underwent a hernia repair surgery on or about (B)(6), 2014. During the hernia repair surgery, the surgeon implanted a strattice mesh in him. After surgery, the patient returned to the hospital on or about (B)(6), 2015 for a revision surgery. Subsequently, the patient returned to the hospital again on or about (B)(6) 2016 for a mesh explant surgery. On september 19, 2022, pmqa received notification from legal that the lots associated with this event were found through discovery and are sp100102-167 ((B)(6) 2014 implant) and sp100253-246 ((B)(6) 2015 implant). No other information was provided. The original summons did not report that a strattice device was implanted during the (B)(6) 2015 and therefore this record was originally cancelled. Since updated information was received that a second strattice device was implanted, this record was re-opened due to the report of device explant occurring after the second device was implanted and an investigation will be performed on sp100253-246. The event code was updated to 'reherination" in the assumption the revision surgery was to repair a recurrence.

Manufacturer narrative:
Internal investigation into strattice lot sp100253 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 11/02/2022, of the (B)(4) devices released to finished goods for lot sp100253, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with device explant. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.